Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. It was reported that in the month prior to this report, the patient was hospitalized for an unknown indication. Treatment and outcome of the event were not reported. It was not reported if pd therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was hospitalized for the peritonitis on the same day as the onset of the peritonitis event. The patient was discharged from the hospital after seven days and was prescribed take home unspecified antibiotics (dose, frequency and route not reported) for the peritonitis. At the time of this report, the patient was reported to be recovered from the peritonitis. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.